Manufacturer narrative:
(B)(4). Batch # r92w75. Device analysis: the analysis results found that the msm20 device was received empty. In addition, the tyvek was returned along with the instrument. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument ""will not fire"" (activation of the lock out mechanism). In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch r92w75 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much bleeding occurred? Was any blood products given to the patient? If so how much blood was given? Was hospitalization extended? If yes: how many days? How was the bleeding controlled? What is the patients current condition? What procedure was being performed?

Event description:
The clip did not come out of the applicator and the jaws of the clamp tightened, which cut the vessel without fitting the clip. Bleeding was noticed.

Manufacturer narrative:
(B)(4). Additional information requested and received: how much bleeding occurred? Very little bleeding, small-caliber vessel. Were any blood products given to the patient? No. Was hospitalization extended? No. How was the bleeding controlled? By using another like device (ligaclip). What is the patients current condition? Good. What procedure was being performed? Diep.